Manufacturer narrative:
Additional information: d8, d9, h4. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: per the instructions for use (IFU), section: light guide connector, video connector no. 16 states: the ethylene oxide gas (eto) cap equalizes the outer and inner pressure of the endoscope. The cap must be attached prior to gas sterilization (ethylene oxide gas, sterrad® etc.) And aeration and removed prior to immersion or clinical examination. The cap must also be attached when the endoscope is transported outside the hospital (shipment, return for repairs, etc.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device is sterilized without the cap. The issue was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.